Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
Beckman coulter became aware of this event on (B)(4) 2014 when the malfunction was assessed and determined to be reportable. On (B)(4) 2014, the beckman coulter field service engineer replaced diluent lot from 3510520 to 3510350 on the unicel dxh 800 coulter cellular analysis system serial number (B)(4). This reduced the background to within range. The instrument was verified. (B)(4). This MDR is related to MDR 1061932-2014-02006 for similar issue at the same customer facility with a different unicel dxh 800 coulter cellular analysis system serial number (B)(4).